Event description:
Pt suffered a subtrochanteric fracture about two years ago, approximately (B)(6) 2009. At this time, the pt was implanted with a competitor's nail. After this procedure, the pt never healed properly. Pt returned to the operating room on (B)(6) 2011, and was implanted with a synthes tfn. On (B)(6) 2012, pt had a fall, during which she re-fractured the bone and broke the nail. The pt returned to the operating room on (B)(6) 2012, and the fracture was repaired with a lcp proximal femur plate. All previous hardware was removed. This is 2 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.